Event description:
Pt delivered by emergency cesarean section in 2001 due to maternal pre-eclampsia. On the event date, a chest x-ray revealed "separate catheter fragment originating from the right antecubital catheter". An echocardiogram was performed to rule out heart involvement. The echocardiogram ruled out heart involvement. Two days later the catheter fragment was removed by a meconium aspirator and suction. On inspection of tubes from the same lot number it was found that other tubes were defective. All items from this lot number have been pulled from service. Loose plastic fragments were found inside the tube when the tube was cut open.